Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received from a health care professional (hcp) that the system was not surgically abandoned, but was explanted and replaced with another system.

Manufacturer narrative:
The device was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while the patient was being seen in the hospital for unrelated reasons, this pacemaker and another manufacturer's right ventricular (rv) lead exhibited increased thresholds and loss of capture (loc). An invasive procedure was performed. The pacemaker, right atrial (ra) and right ventricular (rv) leads were surgically abandoned and brady mode was programmed off in the device. No additional adverse patient effects were reported.